Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and the mesh was implanted. Post-op, the patient experienced erosion of the mesh in the urethra during the year following the break. The patient was unable to have sexual relations for almost 2 years. In early 2007, the patient underwent a surgery/urethroplasty to remove the part of the mesh that crossed the urethra and the urinary meatus.